Event description:
Following difficult electrode insertion during implantation surgery, in situ measurements showed 2 channels with high impedance status. Several attempts were made at insertion but the tip had curled. A final attempt resulted in a complete insertion. However, according to the device implantation card, 3 channels were left extra-cochlear. At visit in (B)(6) 2019 the recipient was able to detect all ling sounds but unable to discriminate and was able to perceive loudness growth on active electrodes. Re-implantation took place on (B)(6) 2020.